Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) and angina occurred. On (B)(6) 2010, the patient had positive nuclear stress test and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. The target lesion was a de-novo lesion, located in the distal left anterior descending (lad) with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.2 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberté atom stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was seen in hospital with a positive stress test and was diagnosed to have angina. At the time of the event, the patient was on aspirin. The study drug was last taken on (B)(6) 2012 and no other antiplatelet medication was taken during the study. Coronary angiography was performed. The 80% diffuse isr of the study stent in distal lad was treated with pre-dilatation and placement of 2.25 x 30 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and was discharged on aspirin. The patient was advised for a follow up in 1-2 weeks.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).